Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("the pelvic pain was becoming hard to live with") and surgery ("four surgical procedures undergone and the fifth is on its way") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion disability), surgery (seriousness criterion medically significant), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), insomnia ("insomnia"), irritable bowel syndrome ("irritable bowel"), gastrointestinal disorder ("gastrointestinal disease"), fibromyalgia ("fibromyalgia to be confirmed"), amnesia ("loss of memory"), depression ("depression"), migraine ("migraine"), tachycardia ("tachycardia") and gait disturbance ("trouble walking"). At the time of the report, the pelvic pain, surgery, adenomyosis, endometriosis, insomnia, irritable bowel syndrome, gastrointestinal disorder, fibromyalgia, amnesia, depression, migraine, tachycardia and gait disturbance outcome was unknown. The reporter considered adenomyosis, amnesia, depression, endometriosis, fibromyalgia, gait disturbance, gastrointestinal disorder, insomnia, irritable bowel syndrome, migraine, pelvic pain, surgery and tachycardia to be related to essure (ess205). The reporter commented an article on a blog. She stated after essure placement, her health has not been the same, and essure has turned her life into hell. In 2007 the patient told to her gynaecologist that the inserts were not good for her. The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 11-jul-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 3084 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.